Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/10/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: evaluation revealed that the keypad button cover was peeling off from base and exposed all of the key contacts. During testing, the up arrow and contrast buttons were unresponsive and the key contacts were misaligned. The down arrow and ok buttons were responsive. The keypad cover was removed and evidence of contamination was visible under all of the key contacts. During evaluation the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the display issue, evaluation revealed a cracked battery compartment. (B)(6).